Manufacturer narrative:
This device used for treatment and not diagnosis. The device was sent to the plant for evaluation and has been tested and is fully functional. The device has been measured and found to be according to the given specification. No product fault could be detected.

Event description:
This is 3 of 5 reports for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon was attempting to use the proximal locking without the afn nail construct and could not get the 2.8mm guidewire to go through the distal recon hole of the nail. Reportedly the surgeon removed the proximal part of the nail from the patient and rechecked the alignment of the jig to the nail this seemed to be fine when out of the patient. The nail was then reinserted and slight force on the nail caused the alignment to be off and the sleeves were aimed to the wire anterior to the nail. The surgeon then inserted the reamer into the head which reamed through the anterior of the nail. This is for the aim-arm f/afn. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.